Event description:
The customer reported that the pump battery was depleting too quickly. There was no reported adverse impact to customer's blood glucose level. The customer continued to use current pump for insulin therapy.